Event description:
Catheter placed without complication. Later measure of pa pressure and cvp were done. Pa tracing appeared to be pulmonary artery pressure tracing. Pt c/o something in her throat, began coughing up blood, bleeding continued. Resuscitation efforts were unsuccessful.